Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived onsite and had the technician log in and perform an inventory of the drawer, during which the drawer was able to unlock and lock properly. The fse powered off the station, accessed the internal components, and replaced the latch, position sensor, and retractor band. The drawer was subsequently tested using the hardware testing application, and functionality was confirmed. Additional testing was performed, including customer inventory verification, and the drawer operated as expected. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 failed to unlock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.